Manufacturer narrative:
Investigation summary the reported complaint of separation was confirmed. No product samples, videos were returned for investigation. However, an image was provided by the customer showing the pressure tubing separation. Without the return of the reported sample, a probable cause could not be determined. A DHR lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved an unspecified arterial line set: transpac where the customer reported that the arterial line, which had been in use for approximately 2 days, was noted the tubing from the a line had detached from the 3-way tap on the second day. The product was contaminated or contained a biohazard or chemotherapeutic agent. Time of event 9am. The event occurred during use on patient, and it was used for 48 hours. The issue became aware when checking the a line set. There was normal saline used with this product and patient's blood present in set. There was patient involvement and delay in therapy, but no adverse event noted.

Manufacturer narrative:
The device is available for investigation- it has not been received. E1 initial reporter phone number: (B)(6). D4: no UDI available due to know list or lot number provided.